Event description:
Boston scientific (bsc) received information that the patient implanted with this right ventricular (rv) lead died on (B)(6) 2021 due to an unknown cause. It was reported that noise was observed on the rv electrogram on the date of the patient's death. Although the measured rv pacing impedance and amplitudes had exhibited a gradual decrease, the values stabilized over time and remained within normal and expected limits. Bsc technical services (ts) was contacted for further analysis of device memory and it is currently unknown if the referenced lead or associated device were explanted post-mortem and available for return to bsc for laboratory analysis. The specific cause of the patient's death has not been reported to bsc and there are no allegations or conclusive evidence at this time to suggest that a device performance issue caused or contributed to the patient's death. Bsc's investigation, including ts's evaluation of device memory and product return information, is currently in progress and results will be provided once the investigation is completed. Technical services (ts) reviewed the device data from the date of death. There were numerous episodes recorded on the evening of (B)(6) 2021. The rhythm is consistent with av dissociation with signals of a dying heart. The device did deliver one round of anti-tachycardia pacing (atp) but did not convert to normal sinus rhythm as the patient was likely already in ventricular fibrillation (vf). All other episodes showed a similar pattern. Ts also noted that the lead trends had been changing as of the beginning of (B)(6) 2021. Intrinsic amplitude, impedance and threshold all decreased significantly which we believe to be caused by a change in the patient condition and/or physiological status and not an impairment to the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 85 mm from the terminal end with only the proximal segment returned. Resistance and pressure tests were completed on the proximal segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no anomalies other than induced damage (lead being severed). Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific (bsc) received information that the patient implanted with this right ventricular (rv) lead died on (B)(6) 2021 due to an unknown cause. It was reported that noise was observed on the rv electrogram on the date of the patient's death. Although the measured rv pacing impedance and amplitudes had exhibited a gradual decrease, the values stabilized over time and remained within normal and expected limits. Bsc technical services (ts) was contacted for further analysis of device memory and it is currently unknown if the referenced lead or associated device were explanted post-mortem and available for return to bsc for laboratory analysis. The specific cause of the patient's death has not been reported to bsc and there are no allegations or conclusive evidence at this time to suggest that a device performance issue caused or contributed to the patient's death. Bsc's investigation, including ts's evaluation of device memory and product return information, is currently in progress and results will be provided once the investigation is completed. Technical services (ts) reviewed the device data from the date of death. There were numerous episodes recorded on the evening of (B)(6) 2021. The rhythm is consistent with av dissociation with signals of a dying heart. The device did deliver one round of anti-tachycardia pacing (atp) but did not convert to normal sinus rhythm as the patient was likely already in ventricular fibrillation (vf). All other episodes showed a similar pattern. Ts also noted that the lead trends had been changing as of the beginning of (B)(6) 2021. Intrinsic amplitude, impedance and threshold all decreased significantly which we believe to be caused by a change in the patient condition and/or physiological status and not an impairment to the lead.

Event description:
Boston scientific (bsc) received information that the patient implanted with this right ventricular (rv) lead died on (B)(6) 2021 due to an unknown cause. It was reported that noise was observed on the rv electrogram on the date of the patient's death. Although the measured rv pacing impedance and amplitudes had exhibited a gradual decrease, the values stabilized over time and remained within normal and expected limits. Bsc technical services (ts) was contacted for further analysis of device memory and it is currently unknown if the referenced lead or associated device were explanted post-mortem and available for return to bsc for laboratory analysis. The specific cause of the patient's death has not been reported to bsc and there are no allegations or conclusive evidence at this time to suggest that a device performance issue caused or contributed to the patient's death. Bsc's investigation, including ts's evaluation of device memory and product return information, is currently in progress and results will be provided once the investigation is completed.